Event description:
Related manufacturer report number: 2017865-2024-03994 during an in-clinic follow-up, episodes of myopotential oversensing were observed. It is unknown if the oversensing was due to the device or the right ventricular (rv) lead. Furthermore, rv lead damage was suspected, but was unable to be confirmed. No known intervention has been performed. The patient was stable and will continue to be monitored.